Event description:
Patient underwent right shoulder arthroscopic bankart repair. During the procedure, four arthrex fibertak anchors were used. Two years later, follow-up imaging revealed metal fragment in the shoulder. Review of the case and products used identified that the retained metal pieces are most likely to be fragments of the fibertak anchors. Patient is not experiencing pain or discomfort and anchor appears to be embedded without migration since surgery. Decision to leave fragment in shoulder at this time and monitor. Manufacturer response for knotless anchor, fibertak knotless anchor (per site reporter). This is a known complication of this device. They have advised ensuring a process for verifying the device is intact upon removal at the end of surgery.